Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act, up arrow and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Insulin pump passed displacement test, self test, rewind test, basic occlusion test, prime, compromised force sensor system test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer's wife reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 250 mg/dl. The customer reported that the keys were sticking on the insulin pump. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.